Event description:
Customer reported unexpected negative reactions on the echo. A patient sample had negative screen on the echo that was positive by another method. The sample was negative for all 3 cells on the echo.

Manufacturer narrative:
Reactivity of the s antigen and the m antigen were confirmed on retention capture-r ready screen(3), lot r023. This lot was used by the customer on the echo. A service call revealed that there was a particle within one of the aspiration tips. The washer manifold was cleaned. The customer did not return sample or product for investigation testing. It is not possible to rule out the sample as a cause of the event.